Manufacturer narrative:
There was no device available for analysis. Therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced pain and discomfort. A revision surgery was performed and upon examination it was found that the right cylinder was torn making it to expand in length causing erosion and migration to the gland. Besides that, the right corpora was reported to be plicated distally so the implant would not advance. The device was explanted and replaced. No additional patient complications were reported.